Manufacturer narrative:
Event occurred on an unknown date in 2021. This report is for an unknown nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the proximal femoral fracture with the tfna head element in question. After the surgery, when the patient rehabilitated, she reported pain and it was confirmed that cut-out occurred. On (B)(6) 2021, the patient underwent the revision surgery removing the implants and replacing with the artificial bone head. The surgeon commented that the fracture was unstable and the patient bone quality was bad which may have caused this event. No further information is available. Concomitant device reported: unknown tfna nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) unk - nail head elements: tfna helical blade. This is report 1 of 1 for (B)(4).